Event description:
It was reported that the patient suffered an anoxic injury. A plan to withdraw the patient from left ventricular assist system (lvas) has been made. Additional information revealed that on (B)(6) 2021 , the patient was found dangling on the side of their bed with the lvad's flow reduced by half. The vad team responded immediately to bedside to see no flows with lvad and systemic arterial and pulmonary artery tracings flat. The patient was unresponsive, apneic and lying flat in bed. The patient was noted to have atrial fibrillation with ventricular pacing rhythm on the monitor. This required resuscitation with epinephrine 1mg four times, sodium bicarbonate 50 meq twice, calcium chloride 1 g three times, and begun on epinephrine drip. They remained on dobutamine, milrinone, veletri. The patient was intubated. Review of the lvad history showed alarms of flows reduced less than 2lpm for 3 minutes. Stat echocardiograms were obtained. During the code there was no purposeful movement of the heart. Left ventricle appeared severely small with little volume. The right ventricle appeared severely dilated with severe right ventricular dysfunction. After the code, the left ventricle appeared to have more volume. The ejection fraction was severely reduced. The right ventricle was severely dilated with severe right ventricular dysfunction. As treatment they were given open fluids crystalloid, along with 1 unit packed red blood cells (prbc). Neurology was consulted on (B)(6) 2021 because of a continued decreased level of consciousness and failure to follow commands post-arrest. An electroencephalogram (eeg) was performed on (B)(6) 2021 captured eye movements with no signs of epilepsy. The eeg showed deterioration since the previous study two days prior. Low amplitude slow cerebral activity, not reactive, severe encephalopathy. On (B)(6) 2021, there were numerous push-button eeg events for arm tremors (bilateral, alternating) overnight with no seizures on eeg. The patient was poorly responsive. On (B)(6) 2021 another neuro exam was performed revealed a glasgow coma scale (gcs) of 6 for their eyes being open. This was not in response to stimuli in fact there was no blink to threat and eyes were found to be roving from upward gaze. Sedation had not been given for several days prior. On (B)(6) 2021 care was withdrawn and the patient passed away soon after.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported neurological dysfunction and subsequent patient outcome could not be conclusively determined through this investigation. The device was not returned for evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of this document lists other neurological events (not stroke-related) and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 18nov2021. No further information was provided. The manufacturer is closing the file on this event.